Event description:
Additional information received reported that the pump was at end of life and it needed to be replaced. The patient did not believe the pump was functioning properly. The patient was not getting the relief of pain that he was supposed to be getting and he is tired of being in pain. Currently all the patient could do was "laying in bed most of the time". On the night of (B)(6) 2012, the pump stopped working properly and ¿it had been straight misery¿ since then. The patient was also having spasms. It was noted that every time the patient went in to have a refill, the health care professional (hcp) could not figure out ¿which way the pump was pointing.¿ an x-ray had to be done so the hcp could do the refill.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID : 8709sc, serial#(B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Event description:
It was reported that the closer to the patient's refill time it was the less the patient felt the therapy was working. The patient felt like he was going through withdrawals. He would have shakes and tremors, break out in a dead sweat, and have a loss of appetite. During the patient's last five refills, there had been more drug left in the pump than there should have been. When the patient felt like it wasn't working, he would go to his health care provider and get a bolus. The bolus would make him feel better for a week or two. The patient also had a change in therapeutic effect. When the pump was working correctly, the patient was waking up in the morning and his left foot and leg would be numb. There were times over the last 6 months where the patient's leg was not numb. The most recent time was the previous friday (B)(6) 2012. The patient also experienced lower back pain; he was not getting any rest and was not sleeping. It was noted that the health care provider would no longer allow the patient to come in for a bolus. Every time the pump was checked, and it was working correctly. It was also reported that the patient's pump had moved in the pocket: it had done "a circle." The drugs in the pump were bupivacaine and morphine.